Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and mesh was implanted concurrently with repair of anterior compartment prolapse due to anterior compartment prolapse posthysterectomy. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, organ perforation, bleeding. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent mesh revision on (B)(6) 2011 due to mesh erosion. It was reported that the patient underwent mesh revision on (B)(6) 2011 due to failed mesh.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, organ perforation, bleeding. It was reported that patient underwent mesh revision on (B)(6) 2011 due to mesh erosion. It was reported that patient underwent mesh revision on (B)(6) 2011 due to failed mesh. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).